Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin alarmed a motor error alarm during normal basal mode. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing insulin pump rewind. Insulin pump alarmed a motion sensor test failure alarm. Customer was unable to perform the displacement test due to the previous moto error alarm disallowed displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, or verify motor error alarm due to alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.